Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. All cgm alert settings were turned on. Data for the described event on 2024-01-27 was reviewed. Review of the ilet report shows the user experienced mild hyperglycemia (maximum cgm glucose of 245 mg/dl at 11:45pm) during the evening of 2024-01-26 followed by a gradual decrease in cgm glucose levels until cgm glucose drops below range at 3:10am on 2024-01-27. The ilet suspends insulin dosing at 2:05am at a cgm glucose level of 140 mg/dl, with only about 0.3 units of insulin delivered after that when cgm glucose briefly stabilizes at 02:45am. All low glucose alerts were triggered but no alerts were marked as acknowledged. At 6:06am cgm glucose is at 43 mg/dl and the ilet loses connection to the cgm transmitter from this point onwards. Based on the engineering logs, the ilet is not malfunctioning. The device is triggering cgm glucose related alerts appropriately and was not found requesting insulin to be delivered during low and urgent low events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report, the ilet operated as intended. We were unable to determine any other contributing factors to this event. However, we agree with the user's care team that their complex medical history including cancer is likely contributing to their hypoglycemia. The user and their care team have determined that it is best to discontinue the use of the ilet and they have requested to return the device.

Event description:
On 1/29/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) and had to be hospitalized. The event occurred on 1/27/2024. On 1/29/2024 a beta bionics customer care agent followed-up and spoke with the user's son. The son reported on the evening of 1/27/2024 the ilet user was sleeping and he went to check on her. The son stated the user was conscious but was "out of it." The son checked the user's bg level, and it was at 42 mg/dl. The son gave the user glucagon nasal spray and took her to the hospital. At the hospital the user was put on a dextrose IV. The user was released from the hospital on (B)(6) 2024. This is the second event of two that were reported to beta bionics. Upon further investigation of these events, further information about the user's complex medical history was gathered. Of note, the user has type 2 diabetes which is not indicated for use with the ilet. Additionally, they have a history of severe hypoglycemia requiring hospitalization prior to starting the ilet. The user's medical history is also further complicated by multiple comorbidities including 3 forms of cancer. These comorbidities, particularly cancer, are likely contributing to the user's hypoglycemia.